Event description:
Additional information provided: revision date: (B)(6) 2011. Original diagnosis: ruptured disc, c5-c6. The patient experienced left arm numbness in the arm and fingers postoperatively with very slight improvement following the revision surgery however, other pain and symptoms continue. The prodisc c was not explanted during the revision/posterior fusion surgery. Presently, the patient is presenting with disc bulge at c3-4 and c4-5. The patients physician notes nerve root impingement. The patient has had steroid injections x 3 with no relief.

Event description:
A maude event report, mw#(B)(4), was received regarding a patient's report of postoperative pain following a prodisc c implant, c5/c6, (B)(6) 2010, to treat a bulging disc. Reportedly, 2 weeks after surgery, the patient began to experience pain in the arm, numbness in the fingers and hand, neck pain, weight loss and mobility issues. The patient underwent a fusion-revision surgery in 2011 with pain and mood and energy symptoms continuing postoperatively.

Manufacturer narrative:
Device was used for treatment. Maude event report voluntary report no: (B)(4). Investigation could not be completed, no conclusion could be drawn as no device was returned and no part or lot number was provided.

Manufacturer narrative:
(B)(4): placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The relevant functional design requirements and verification/validation of these requirements can be found in the implant functional and design requirements traceability matrix. Removing the diseased disc is supposed to remove the source of the patients pain. Since the patient may have continued to experience pain after the original prodisc-c implantation, the surgeon may have failed to remove one or more of these pain generators. Subsequently, the reality that the surgeon removed the prodisc-c implant indicates the original discectomy and decompression may not have been thorough enough to remove the pain coming from that disc level. The prodisc-c technique guide specifically states - performing a complete and meticulous discectomy, decompression, and remobilization of the disc space is critical to the success of the surgery. Patient selection could also have played a role. If the source of the pain was unknown at the time of surgery, then the prodisc-c implant may not have treated the source of the problem at the time of implantation. Under the precautions section in the technique guide it cautions that the safety and effectiveness have not been established in patients with neck or arm pain of unknown etiology. Myelopathy or pain is also listed on the prodisc-c package insert (gp2632, rev. D) as one of the several potential risks associated with this device and in general with the implantation of spinal implants.